Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not have the correct transmitter ID in pump. Customer experienced a low blood glucose value of 45 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the pump and the transmitter regained connection after customer inputted the correct transmitter ID into pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.